Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device was dropped and came apart. Customer did not feel well and fainted. Lcd display was unreadable. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case, a cracked belt clip slot, cracked battery tube threads, a stained end cap sticker and a cracked reservoir tube lip.